Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and found no non conformance was found related to the event. The device was not returned for analysis, therefore th alleged calcification, stenosis, insufficiency and leaflet tear cannot be confirmed. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. The device remained implanted for 94 months years. Device failure is likely related to patient factors.

Manufacturer narrative:
Evaluation method: device is not available for return. Additional manufacturer narrative: the device history record review is in process.

Event description:
Reportedly, a study valve was explanted after eight years of implant duration due to stenosis. The notation indicated the valve was a perimount, and included that the valve was had calcified, was severely stenosed, and had a leaflet tear. Operative report indicated "there was severe prosthetic aortic valve dysfunction with stenosis and insufficiency, both being graded as severe" there were significant leaflet tears. The valve was replaced successfully and the patient was taken to the heart surgical intensive care unit in stable postoperative condition.